Event description:
Additional information received indicated that the patient had a stroke due to a blood clot, while on the operating table during the drg implant procedure. It was noted that the physician does not believe this is related to the drg system. Also, patient has not experienced significant weakness improvement and has now been moved to physical therapy. Furthermore, the patient reported experiencing a headache which lasted four or five days and has now resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a trial drg implant procedure patient was experiencing left leg weakness at one-day post op. It was noted that physician does not think issue is related to drg but believes it may be related to surgery position. Patient had effective stimulation at this time and was referred to physical therapy. At a later date, trial lead was explanted however patient was still experiencing leg weakness. A CT myelogram was conducted. No further information has been received.